Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump black box data indicated no pump reboots. No damage was observed to the pump battery compartment. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured with specifications. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump emitted an audible tone, and when the pump was checked, the pump was hot to the touch and was displaying the verify screen as if it had rebooted. The battery cap had allegedly never been changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.